Manufacturer narrative:
E.1. Address was not located and I(B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: material#: 515079 batch#: 2511504. It was reported by the customer that upon arriving home, the patient noted that the pump contents had leaked extensively into the carrying bag, vehicle, and clothing. The patient contacted the on call team; however, the aic team had already departed for the day. The patient was subsequently evaluated at an outpatient office, where the pump was disconnected and removed. The leak was observed at the connection point below where the tubing was spiked onto the connector. The patient had already changed clothing prior to arrival and was instructed to cleanse the affected skin with soap and water as a precaution. The patient¿s port was flushed and heparin locked, and the managing physician was notified. The patient returned on 5/4 for pump reconnection. Complaint via email. Upon arriving home, the patient noted that the pump contents had leaked extensively into the carrying bag vehicle and clothing. No patient harm was reported; however, the device failure resulted in therapy disruption and product leakage outside of the intended system.